Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, on the g5 mobile cgm application, the sensor session stopped during an active sensor session then restarted without prompt from the user and no alert was provided to the user. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.